Manufacturer narrative:
During the investigation, it was confirmed that the input signal could be switched by setting port b in the operation manual. The cause of the phenomenon indicated was that the output setting was set to sdi. The biomedical equipment support specialist reported that the event occurred before a diagnostic procedure and that device eus exera EU-c60 serial number (B)(6) was also involved in the event. The serial number for the device was provided. The device was inspected on site by the in-house biomed equip tech staff and no abnormalities were detected. There were no delays and the procedure was completed successfully. It was confirmed that the image is displayed by changing the setting of port b set to sdi to video. Since it was improved by setting it in the video, it is judged to be an event due to handling.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The reported issue was corrected on site. The customer was instructed to change the input settings on the port to video. After following the instructions the customer was able to see an ultrasound image on the device. No other issues were reported. There was no patient involvement or harm reported. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that when connecting the high definition liquid crystal display (lcd) monitor there was no ultrasound image. No additional information has been provided.